Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via a merlin.net transmission, premature battery depletion was observed. Short eri to eol was noted. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported rapid battery depletion to eos was confirmed in the laboratory. Upon receipt, no communication could be established between the device and programmer. During testing, the device and battery were damaged; no further testing could be performed due to the extent of the damage. The cause of the rapid battery depletion could not be determined.